Event description:
The patient reported their device was ¿giving jolts¿ and was causing their ¿body to be sore.¿ the patient¿s outcome was unknown at the time of report. There was no further event information reported; no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.